Event description:
During an atrial fibrillation procedure, a tamponade occurred. After starting ablation on the anterior wall of the left atrium, ablation of the mitral isthmus began. During the ablation, the contact increased and it was noted that the catheter was going over the structure which prompted a check to be done. An echocardiogram was performed which revealed a tamponade on the lateral wall of the left atrium (mitral isthmus). A pericardiocentesis was performed to stabilize the patient and medication was used to reduce his act. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The log files indicate that contact force was only reset outside the patient, according to the measured temperature at the time of the reset. A ¿check baseline¿ error was displayed throughout the initial ablations. The ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ in addition, force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to the ¿check baseline¿ error, the accuracy of the measured forces during the initial ablations cannot be determined. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.